Event description:
It was reported, that this right ventricular (rv) lead was attempted implant, due to an unknown product performance anomaly. Additional information from the field, indicated that the attempted lead was, due to physician attempting to extend the helix. And damaged the mechanism. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the helix difficulty allegation was not confirmed, based on passing helix mechanism test. The lead also passed continuity, hipot and stylet insertion tests. Vision inspection showed no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was attempted implant due to an unknown product performance anomaly. Additional information from the field indicated that the attempted lead was due to physician attempting to extend the helix and damaged the mechanism. The lead was never in service. No adverse patient effects were reported.